Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Analysis determined that the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that shortly after implant this implantable cardioverter defibrillator (ICD) oversensed noise resulting in an inappropriate shock. Boston scientific technical services (ts) suspected either air entrapment or a header issue. The pocket was reopened and upon removing the lead from the header the physician noted excessive blood on the lead terminal pin. The terminal pin was properly cleaned and reinserted. The issue appeared to have resolved but a few minutes later the oversensing of noise resumed. The physician noted that when rubbing the seal plug reproduced the same oversensing of noise. Visual inspection noted the seal plug was partially open. The ICD was explanted and replaced without incident. No additional adverse patient effects were reported.